Event description:
During the procedure, the surgeon saw a foreign body floating in the patient's bladder. The item was retrieved; it was a piece from the resectoscope. The device was checked and it was intact prior to the procedure.